Event description:
The patient received her scs system, including two percutaneous leads (of the same lot), on (B)(6) 2010. It was reported the patient complained bouts of diarrhea each time she used the scs therapies. Reprogramming of the scs system was able to correct the issue for a short time; however, it ultimately returned. The physician indicated he was considering replacing the percutaneous leads with a paddle lead. Attempts to obtain additional information regarding the patient's condition and /or device status were unsuccessful. According to the manufacturer's device registration system, the leads remain implanted. No further patient complications were reported.

Manufacturer narrative:
Evaluation method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. This MDR is being submitted past the 30 day reporting requirement as part of a retrospective review initiated in response to an FDA inspection. We are submitting this MDR as the result of a re-evaluation of our MDR review process. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.